Event description:
Diagnostic testing indicated the returned generator was operating properly. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
It was initially reported that a new generator was able to be communicated with prior to implant but once in the sterile field and system diagnostics were attempted a ¿checksum¿ error occurred, which is a communication error. Diagnostics were attempted three times and each time the communication error was received. The test resister was inserted in to the generator and on interrogation the same message was received. Troubleshooting was performed with the programming system confirming that the programming system was functioning and able to interrogate generators outside the sterile field both before and after the communicate problems. Another generator was opened and was able to be interrogation and communicated with off the sterile field but once in the sterile field it was unable to be communicated with. The surgeon was asked to turn off the electrocautery and the communication still could not be established with the generator with the electrocautery off. A third generator was opened and was successfully able to be communicated with and was implanted in the patient. The surgeon was asked to turn the electrocautery off and remove it from the sterile field prior to the third generator being opened. There was electrocautery that was present in the sterile field but was reported to have been 8 inches away. Electrocautery being on in the sterile field is against safety precautions and could disable the generator but it the generator should still be able to be communicated with. The operating room that the surgery was in was the MRI room but the issue had not occurred before. Further information was received from the hospital that the generators showed eos during surgery prematurely during implant surgery. The surgeon¿s notes stated that he was very conscious of electrocautery and generators and all power sources and sources of rpf were kept out of the area. A nurse had called and stated at in a recent generator replacement surgery where the new generator "checked out fine" until the incision was closed. It was reported that once the incision was closed the new generator then displayed end of service upon device testing. During the communication when this was reported she stated that this was the third time this had occurred referring to the generators opened for this patient¿s surgery. The recent case was reported in medwatch 1644487-2013-02351. Attempts have been made to have the generators returned for analysis; however, the hospital will not release the generators. This file houses the medwatch for one of the generators and medwatch # 1644487-2013-02391 houses the medwatch for the second generator.

Event description:
Additional information was received which indicates that there is an rf device present in the operating room during vns surgeries which may create radiofrequency in the room. It was stated that this device appears near the end of surgery when they are closing the patient. No additional information has been provided.

Event description:
It was reported that the generator would be returned for analysis. The generator was received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed all quality tests were passed prior to distribution.